Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The battery cap was reportedly unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: a review of the black box data were from 01/01/2015 to 01/08/2015. Power on reset (por) events were observed in the black box on 01/05/2015 and 01/08/2015. The battery compartment threads were found to be damaged. During investigation, the pump powered on with the returned battery cap. The battery cap tightly secured to the pump. The pump was exercised for 24 hours; there was no rebooting, no loss of power or call service alarms that occurred. There was no "intermittent or no power" events duplicated during investigation. The pump case was removed; there was no evidence of moisture or loose components found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.